Event description:
It was reported that during a coronary stent procedure of a long (28 mm) calcified proximal circumflex lesion on a bend, a dissection occurred during pre dilation. The physician was planning on using two stents - 12 and 16 mm to cover the lesion. The maverick2 was being used to pre dilate the lesion and caused a dissection. The physician then attempted to deliver a 3.5x28 taxus stent to repair the dissection, however, he was unable to cross the dissection. He then attempted to place a 3.0x16 taxus stent, and was still unable to reach the dissection, however the physician chose to deploy the stent proximal to the dissection. He then attempted to place a 2.75x12 taxus stent distal to the 3.0x16 but was unable to cross the lesion. He then re dilated with 2.5x9 nc monorail balloon catheter and attempted to deliver the 2.75x12 taxus again without success. He then dilated with a 3.5 powersail balloon catheter, and attempted to the deliver the 2.75x12 taxus again without success. The physician was unable to repair the dissection. Multiple wires and guide catheters were used in an attempt to deliver the taxus stents in an attempt to repair the dissection. Pt status is listed as "okay".